Manufacturer narrative:
Device evaluation summary (device b): the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to had two creases/fold on the posterior view. Additioanally, a tear was noted within one of the creases, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 425cc and experienced bilateral rupture post-operatively. The rupture was discovered during explantation on (B)(6) 2021 . The patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) and (B)(4) ). Two devices were received with the same lot number. Both devices appeared to be deflated. As a result, both devices are being reported conservatively for deflation. Follow-ups are being performed. If additional information becomes available, a supplemental report will be submitted. This report is for the right breast prosthesis.